Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A distributor contacted zoll to report that a patient had a rash on his back under the rear therapy electrodes (tes), possibly due to an allergic reaction to the silver mesh. The patient consulted his physician who prescribed an ointment. Follow-up indicated that the ointment dries his sores but they break open and get itchy. The current medical condition of the irritation is unknown.